Event description:
It was reported, the pt lost stimulation coverage and reprogramming was unsuccessful. The physician removed and replaced the leads. Follow-up revealed, the pt experienced effective stimulation coverage. Note the pt had two leads from the same lot number explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.